Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's complete facility address was not available. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device ran in the locked position, had unintended motion, and failed pretest for safety assessment. The root cause of these failures was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the temperature of the motor device became abnormally high. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.